Event description:
It was reported the patient¿s pain level had increased because the doctor¿s office was ¿messing up the medication in the pump¿ and the doctor¿s office mis-read the readout and ¿baclofen levels were off.¿ it was noted now they were playing catch up and trying to increase the baclofen. It was further reported they had to reduce the pain medication in order to increase the baclofen levels, which was causing the patient more pain. The reporter did not wish to share specific drug information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).